Event description:
The dentist reported that the retaining screw for the prosthesis fractured inside the implant.

Manufacturer narrative:
The complaint investigator's visual inspection confirmed that the abutment screw was fractured and a fragment was still in the implant. Bone and blood residues were seen on the external surface of the implant, indicative of patient contact. The screw was broken off inside the implant. Since no lot number for the abutment screw was provided for review, the device history record review was unable to be completed. The implant device history record review was completed and no non conformance/CAPA or rework activities were found for this lot that would cause or contribute to the condition reported. No cause for this event can be determined. Visual inspection did not provide any indication of a manufacturing deviation that would contribute to this event. (B)(4).